Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery fully depleted from 40% and shut off overnight. The customer¿s blood glucose (bg) was 540 (mg/dl) with trace ketones. A bolus via the pump was delivered to address bg and water was consumed to address ketone level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.